Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) battery longevity had dropped. It was further reported that the initial battery estimate had been over-estimated due to it being based on bipolar pacing lead impedance when the patient's pacing lead was in unipolar configuration. The battery longevity estimation error has since been corrected. The ipg remains in use. It was further reported that the right ventricular (rv) lead exhibited varying impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.